Event description:
An implantable pulse generator (ipg) system was returned from unknown funeral home with no information. Information identified in the manufacturer's data base indicated the patient died approximately one week post implant of the ipg system.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.